Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product code 314.05. Lot number l625326. Manufacturing site: hägendorf. Release to warehouse date: december 18, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the cannulated 4.0mm hexagonal screwdriver (part #: 314.05, lot #: l625326) was received at us customer quality (cq). The visual inspection of the device showed no defects found with the returned device. Functional test: the functional test could not be performed as the device was received by itself and no mating devices were returned. Can the complaint be replicated with the returned device? Unable to perform. Dimensional inspection: the dimensional inspection was performed and the shaft diameter was measured to be within the specification limit. Document/specification review: the following drawings reflecting current and manufactured revisions were reviewed: - cannulated hexagonal screwdriver - screwdriver shaft complaint confirmed? No. Investigation conclusion: the complaint was not confirmed for the cannulated 4.0mm hexagonal screwdriver (part #: 314.05, lot #: l625326) as no issues were identified with the device. No definitive root-cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during the procedure, the cannulated screwdriver will not fit into recess of screw head. Concomitant device reported: unknown screw (part# unknown; lot# unknown; quantity: 1). This report is for (1) cannulated 4.0mm hexagonal screwdriver. This is report 1 of 2 for complaint (B)(4).